Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose value was 399 mg/dl, 400 mg/dl. Customer¿s current blood glucose is 190 mg/dl. The customer reported blank display in past event. The customer stated that the insulin exited. The customer did not experience any symptoms as a result of high blood glucose. The customer treated with the insulin pen. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering because of high blood glucose value and treated with insulin pen. The insulin pump passed high pressure test. The insulin pump will not be returned for analysis.